Event description:
It was reported that a malfunction occurred after the pump got wet while the customer was washing dishes. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump with the instruction to report any future issues.